Event description:
It was reported that the intraocular lens (iol) was seen having deposits in the middle of the iol after the lens was fully inserted in the eye. The lens was removed and replaced in the same procedure. A back-up iol was implanted. Incision enlargement and sutures were performed. No further information was provided.

Manufacturer narrative:
Age, weight and ethnicity: unknown/ not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Initial reporter telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: no iol was received as part of this return. Visual inspection under magnification revealed that the handpiece was received with the plunger rod fully advanced. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the complaint issue could be identified. The complaint issue ¿dc-inclusions¿ could not be confirmed due to no lens being returned for evaluation. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed.

Manufacturer narrative:
Additional information: section a4: patient weight: 180 lbs, section a5: ethnicity: not hispanic/latino, section a5: race: white. Device evaluation: the product was not returned for evaluation. A record review was performed and no product deficiency was identified as all units were released within specification. Based on the information obtained, product malfunction and product deficiency cannot be confirmed. No further investigation is required. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.